Event description:
Ous MDR - lv impedances of greater than 3000 ohms were reported. The patient was sent to the ER from the implant center. Intervention information was not provided. No explant date was given.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data showed a stable pacing impedance trend curve around 800 ohms until october 2018 with a subsequent sudden increase to greater than 3000 ohms. Furthermore the iegm freezes demonstrated artifacts on the left ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - lv impedances of greater than 3000 ohms were reported. The patient was sent to the ER from the implant center. Intervention information was not provided. No explant date was given.